Manufacturer narrative:
The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this 19 mm aortic pericardial valve, implanted approximately four (4) years and eleven (11) months, was explanted due to aortic stenosis secondary to calcification and thickened leaflets caused by structural valve deterioration. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 19 mm mechanical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at in a general ward at the hospital. The condition of the explanted valve was reported as ¿leaflet mobility was poor. Severe calcification was observed on the leaflet corresponds to left coronary cusp, and also observed near the stent area. All three leaflets were thickened¿.

Manufacturer narrative:
The product was returned for evaluation. Customer report of calcification, stenosis, and thickened leaflet was confirmed. X-ray demonstrated heavy calcification on all three leaflets, wireform intact, and commissure 3 bent. Calcification caused leaflets to appeared thickened. Host tissue on the stent circumference was minimal at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Leaflet 3 had a 7mm tear near commissure 1; calcification was evident near the tear. The wireform was exposed on commissures 1 and 3.